Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection found no damage. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. With no gas mixture applied the provided readings were within the accuracy specification. A 5.09% co2 gas mixture was applied and the readings were initially outside of the accuracy specification, a zeroing of the device was performed and the readings were now within the accuracy specification.

Event description:
The customer reported the device is providing lower than expected readings. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device is providing lower than expected readings. No patient impact or consequences were reported.